Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented for a routine follow up and a message stating diagnostics cleared because they were invalid was displayed. Technical services recommended reinterrogating the device to confirm diagnostics were now displaying since being cleared.